Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 15, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g4 (date received by manufacturer) ; g7 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation) ; h3 (device evaluated by manufacturer) ; h4 (device manufacture date); h6 (identification of evaluation codes 10, 11, 3331, 213, 67, 4315). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 213 - no device problem found identified. Conclusions code #1: 67 - no problem detected. Conclusions code #2: 4315 - cause not established. The actual sample after rinsed with physiological saline solution and fixed with glutaraldehyde was received and evaluated. Visual inspection upon receipt did not find any anomalies including break or deformity that could lead to leakage of gas. A visual inspection of the following was conducted, the housing component was removed for further inspection of the inside of the oxygenator module, the filter and fiber layer from the winding increments of 2mm with each layer for visual inspection. No clots were found to have formed on the surfaces, and none in the layers. Magnifying inspections of both surfaces of the filter were inspected and no clots in neither side. The magnifying inspection of the fiber layers found hydrophilization of the fiber had occurred. Electron microscopic inspection of the filter and fiber revealed adhesion of blood corpuscle components on them. Additionally, bacteria which seemed to have multiplied before the fixation of actual device was done were observed in them. The heat exchanger module was subjected to visual and magnifying inspections, with no clots were found to have formed. A factory-retained oxygenator sample from the involved fiber-lot was tested for its gas transfer performance in accordance with the factory's shipping inspection protocol. No anomalies were revealed, with the obtained values meeting the factory specifications. Review of device history record and incoming inspection record of the actual sample confirmed no indications production-related anomalies. A search of the complaint file found no other similar report with the involved product code/lot number combination. The investigation result verified that the actual sample after having been rinsed, has no clot formation that could lead to the poor gas transfer performance. Additionally, though the fiber was found to have become partially hydrophlic, it was difficult to determine exactly when the hydrophilization occurred. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the saturation level became lower and lower. The patient was transferred from another hospital to be placed on ECMO for refractory respiratory failure and hypoxemia. Upon arrival, the patient had severe respiratory acidosis, and hypoxia. During cannulation, the right atrium and the ivc junction were perforated. As a result, the patient experienced hypovolemia and hypotension. During cpb there was progressive increases in sweep rate and fio2. The oxygenator was changed out during the time the patient was transitioned to ECMO. However, the ECMO circuit clotted, and the patient had to go back on cpb with the new oxygenator. There were no issues noted with the new oxygenator. The patient was weaned off cpb and was subsequently placed on the new ECMO circuit. The patient later expired in the cvicu.